Event description:
Pt underwent initial aaa repair in 2005. One main body graft and two iliac leg grafts were placed. As the aneurysm shrank and remodeled itself over time, the seal in the right iliac was lost and a distal type I endoleak developed. In 2007, physician placed two additional iliac leg grafts.

Manufacturer narrative:
Evaluation: still under investigation.